Event description:
Report received from (B)(6) stating "sleeve defective, to soft and does not pass thru a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation; however, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00343, 00344.